Event description:
The customer reported that the battery of their t:slim x2 pump would not charge properly, despite using the correct tandem charging cable and wall adapter. Initially, the pump showed some charging activity after being plugged in for an extended period, but the connection remained unstable and required manual adjustment of the cable. There was no adverse impact to the customer's blood glucose level. The customer tried different cables and adapters without success. Tandem technical support decided to send replacement charging supplies via expedited shipping and instructed the customer on backup insulin therapy plans. The customer was also informed about the process of replacing the pump and setting up the new one.